Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error and no delivery a few weeks ago, and now the motor error has recurred. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was also able to rewind the pump. However, review of the alarm history revealed that the pump had alarmed with a motor position encoder error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No products have been returned or replaced as of yet.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm the e70 error alarm due to erased history file. Unable to perform excessive no delivery test due to motor anomaly. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window corners and with minor scratches on the lcd window.